Event description:
The stop cock was off to infuse medication. The pump did not alarm a "downstream occlusion". Fluid was noticed to be back flowing from port on primary line. New model of green "curos cap" was on the port.